Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an open sore under one of the electrodes. The irritation was open and seeping. The patient's nurse bathed the patient and began using a lotion and the irritation improved.